Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube. Qc was within specifications before the event. A system check performed on (B)(4) 2008 met specifications. The patient sample was sent to beckman coulter customer product line support (cpls) for further testing. The sample is confirmed to have a heterophile and an alkaline phosphatase interferent. Service was not dispatched for this event. Customer is not questioning any other results or assays.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accutni) result, above the ami cut off, generated by the access 2 immunoassay system for one patient. The result was repeatable and was reported out of the lab. The patient was seen by cardiologists. The ECG testing and the patient's clinical picture show no signs of ischemia.